Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was mowing the lawn. The patient was admitted to the cardiac ward, and, upon interrogation, oversensing was noted in the subcutaneous electrocardiogram (s-ECG). The s-ECG also revealed morphology changes of the qrs over time, causing deviation from the stored templates, and a subtle decrease in r-wave amplitude. Subsequently, the s-ICD was reprogrammed from the secondary to alternate vector. Additional review by technical services (ts) noted that the noise was not continuous throughout the event, and what led to therapy was oversensing, double counting of the r and t wave. It was also noted that the patient had an elevated heart rate approximately 15-20 minutes before the shock was delivered. Ts noted that the patient was going to be coming in for review of the sensing vectors at elevated rates. The s-ICD remains in service. No additional adverse patient effects were reported. This report is a duplicate, refer to report ID (B)(4) for any further information.